Event description:
It was reported that it the recharging time for the device was considerably longer than expected. The patient stated that it took her 10 hours to recharge the device, when it usually took about 4 hours. The patient further stated that it had also taken 8 to 12 hours to recharge. The patient indicated that her "device was not working and she wanted to get it checked." She further stated that she was in the hospital 6 weeks ago and "could not get anything and wanted to check it." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient had an appointment on (B)(6) 2012. She received assistance from the representative and her concerns were resolved.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, lo serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).